Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the complaint device rod cutter 3.5 and 4.0 rods (product code: 202000135, lot number: gs741841) was returned to cq west chester for investigation. During visual inspection, one of the jaws of the cutter was found broken into two pieces. Device/defect identified: yes. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. 103140293 rod cutter 3.4 and 4.0, 103267611 rev a (current and manufactured). Dimensional inspection: complaint relevant dimension cannot be measured due to the geometry of the device. Complaint confirmed: complaint can be confirmed based on the available information. Conclusion: the rod cutter had broken at its jaw. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for rod cutter 3.5 and 4.0 rods was conducted identifying that lot number gs741841 was released in two batches. Batch1: lot qty of (B)(4) units were released on 30 apr 2020 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 31 aug 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch: null. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the rod cutter is broke. It was unknown how damaged happened. It was unknown if the surgery completed successfully. The patient outcome was unknown. Concomitant device reported: unknown symphony rod 4.0mm (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is for (1) rod cutter 3.5 and 4.0 rods. This is report 1 of 1 for complaint (B)(4).